Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4)/2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number and the full implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage, or over-restriction."

Event description:
Patient reported that the access port was explanted and replaced three weeks ago. The surgeon told the patient that the port was defective. The problem was first observed when the patient experienced "no restriction." The implanting surgeon would add fluid and keep adding fluid, but never checked the fluid. The explanting surgeon, prior to surgery, filled the band, but the fluid would just leak out. No diagnostic testing was performed. Follow-up findings: the explanting surgeon found a "crack on the posterior" side of "the port" at explant.